Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a ventilator with a high blower temperature alarm. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that replacement of the air inlet filter resolved the event.

Manufacturer narrative:
G4: 31jul2020. B4: 01aug2020. The facility could not be reached for any information regarding patient use, or any details pertaining to the patient. Due diligence was performed, and no patient information could be obtained, as the facility did not respond to any inquiry. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.